Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken valve with accumulation of cerebrospinal fluid as a consequence. The patient presented with neurological deterioration due to cerebral edema due to the broken valve and revision surgery was performed.

Manufacturer narrative:
The valve was returned for evaluation: DHR - lot 4739013 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the silicone housing was cut/torn around the siphon guard. The complaint was confirmed. The siphon guard was visually inspected; cut/scratch marks were noted on the siphon guard. The root cause for the issue reported by the customer "patient entered with neurological deterioration due to cerebral edema because the valve was broken, accumulating extra ventricular csf. Surgical re-intervention was necessary" was probably due to the cut/torn silicone around the siphon guard. The cause of the cut/torn silicone housing was probably due to "sharp or pointed object coming into contact with the silicone housing". The root cause for the cut/scratch marks in the siphon guard were probably caused by a sharp or pointed object coming into contact with the siphon guard. As specified in the IFU, section b: surgical procedure: precautions "silicone has a low cut and tear resistance; therefore, exercise care [...]. Cuts or abrasions from sharp instruments might rupture or tear the silicone components".

Event description:
N/a.

Manufacturer narrative:
Additional information received:the valve was implanted to treat adult chronic hydrocephalus on a 86-year-old female. Due to the valve malfunction the patient experienced headache, vomiting, cognitive impairment, gait disturbances, sphincter incontinence that started on march 4, 2021 and revision surgery was performed on march 17, 2021. The valve was replaced and patient had clinical and radiological improvement (resolution of pericatheter edema).